Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer treated with food and glucose tablets. The customer's current blood glucose was 93 mg/dl. The customer also reported high blood glucose value of 400 mg/dl. The customer treated with the pump. Troubleshooting was performed. The customer reported the drive support cap to appear normal. The customer did not mention air bubbles. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.